Event description:
Perren, f., et al. Spinal cord lesion after long-term intrathecal clonidine and bupivacaine treatment for the management of intrathecal pain. Pain. 2004; 109: 189-194. The author reports on a case of toxic spinal cord lesion occuring after more than 3 years of uneventful continuous infusion of a mixture of bupivacaine and clonidine.

Manufacturer narrative:
(See scanned pages).